Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 6 atm to 10 atm for 30 seconds and a vertical rupture was noted at the distal part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.